Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, customer was concerned that he was experiencing low blood glucose and the insulin pump was not suspending. During troubleshooting customer mentioned his blood glucose was low, however the sensor reading was high. Customer was advised that the insulin pump will not suspend if the sensor reading does not hit the set limit on the device. Customer then mentioned he has been in the hospital for low blood glucose. Medical services were dispatched on (B)(6) 2017, as customer blood glucose was 38 mg/dl. Customer was not hospitalized was treated at home with a glucagon shot. Customer also mentioned the customer the numbers and letter would time out and sometimes had difficulty reading the screen declined troubleshooting for low blood glucose. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump. Pump programmed with basal of .150 u/h and triggered low blood glucose on the glucose sensor simulator and the pump resumed basal rate properly. No unexpected numbers or letters on the display during testing. No missing segment or partial display noted. The insulin pump was received with cracked case at the display window corner, partially broken reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.